Event description:
During follow-up, episodes of far field p wave oversensing was observed on the device. Technical support was contacted, and the recommended reprogramming was performed to resolve the event. The patient was stable and there were no consequences.